Event description:
It was reported that during a cruciate ligament reconstruction surgery, the screw broke. No patient injury.

Manufacturer narrative:
Dimensional inspection verifies that this is a 7mm product. The complaint indicated: ¿during a cruciate ligament reconstruction surgery, the screw broke¿. The complaint indicated that all pieces were retrieved from the patient. The entire device was not received. The product was received with loose fragments free floating inside the carton. The foil pouch was folded over and taped but had a gap where all but one piece fell out. There are multiple stress fractures which produced many fragments. The head has signs of stripping which indicates excess torque. The threads have been quite compressed and rolled which indicates excess force applied. IFU states: the starter must be utilized with the biorci screws to minimize screw breakage during insertion. Excessive force should not be placed on the delivery instrument.¿ and ¿it is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device.¿ no root cause related to the manufacturing of this device can be confirmed.